Event description:
I had my first injection of synvisc on (B) (6) 2009. Had a little heart burn the next day, but not bad. Then on (B) (6) 2010, I had my second injection. That evening, I experienced severe heartburn, gerd and stomach aches. This occurred 24/7 for the next 4 weeks. Since then, it still occurs daily, but irregularly. I have tried everything I can think of to remedy this, including prednisone, tums, acidophilus, various gas relief pills, amlox, pepto bismol, etc. None of these have any effect on relieving my symptoms. I had called the doctor a couple of days after the second injection and informed me of my distress. He cancelled the third injection. He said he had never heard of these results in getting synvisc. To date, I am still suffering from these symptoms. I have lost 10 pounds so far. Almost everything I eat causes the symptoms to become more severe. I am living now on a bagel - plain - in the morning, a yogurt at lunch and chicken noddle soup for dinner. I have notified synvisc of these after effects. They assigned me a case (B) (4). I thought you should know of the side effects. It has now been 6 weeks since I began having these troubles. Synvisc did not mention any way I can get relief. I was told that synvisc lasted 6 months. I am hoping I do not have to put up with being ill for the next 4-1/2 months. I thought you should know of these side effects. They are not listed in the synvisc brochure. They do mention nausea, but what I have is not nausea. Dose or amount: unk, frequency: 2, route: other. Dates of use: (B) (6) 2009 - (B) (6) 2010, two injections. Diagnosis or reason for use: bone on bone in knees, arthritis in knees. Event abated after use stopped or dose reduced? No.